Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure. What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. The provided lot number, jjb0pgb0, is invalid. Can you confirm the product code or lot number of the device involved? What is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is the patient's current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a colpectomy/kolpopeksi procedure in (B)(6) 2016 and mesh was implanted due to genital prolapse. In (B)(6) 2016, small mesh exposure was noted during examination. The area was tender without signs of infection. In (B)(6) 2020, the patient returned with degree 3 prolapse of anterior wall and grade 1 of posterior wall. In (B)(6) 2020, the patient underwent mesh removal and closure of the mucosa. Additional information has been requested.